Event description:
It was reported that the patient had a "bump" the size of an eraser over the pump pocket area on the outside of the skin. The patient had this wound 3 months after the pump was implanted. The wound would occasionally "drip a little bit which is a clear fluid with a little blood". The hcp had found no bacteria or fungus in the pump area. The packing in the wound was aquacl. The patient was at home at the time of the report. Per the reporter, the hcp did not want to remove the pump. Final patient's outcome was not reported. Additional information from the hcp reported that the patient experienced wound infection and wound dehiscence. Edema/seroma/hematoma was also noted; not specified. Wound care with another hcp was noted as of (B) (6) 2009. The event was attributed to the pump and catheter with infection noted as the cause of the event. Removal of the pump and catheter had been recommended; the patient's husband had been non-compliant with follow up and device explant had not been scheduled.

Manufacturer narrative:
(B) (4).